Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported "rupture", "pain", "tight at the top", "you can feel the gel coming out" and "if you barely touch it, it hurts". This record is for the left side. The device remains implanted.